Event description:
It was reported that upon removal of the support catheter from the device packaging, approximately 5cm of the tip of the catheter was allegedly detached. There was no patient contact.